Event description:
The customer reported that the autopulse platform sn (B)(6) displayed user advisory (ua) 02 (compression tracking error) error message. The platform was tested with multiple lifebands, but the error message will not clear. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) displayed user advisory (ua) 02 (compression tracking error) error message" was confirmed during review of the archive data and functional testing. The root cause of the observed (ua) 02 was due to a failure of single point load cell #2. The cracked enclosures and load cell failure were likely attributed to mishandling such as a drop, or the age of the platform. The platform was manufactured in dec. 2007 and is over 16 years old, past the service life of 5 years. During visual inspection, unrelated to the reported complaint, the front and bottom enclosures were observed to be cracked. The physical damage appeared to be the characteristics of user mishandling. The front and bottom enclosures were replaced to address the issue. The archive data review showed (ua) 02 error message, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the displayed (ua) 02 error message. Single point load cell #2 was replaced to remedy the error message. Subsequently, the autopulse platform passed the load cell characterization test. Following service, the autopulse platform passed the load cell characterization test and run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).